Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated lancet protrudes beyond the end cap of the softclix device. The customer reported the lancet went too far into her finger and caused pain and slight bleeding. No adverse event reported. The alleged product was requested for evaluation.

Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.